Event description:
The customer reported to baxter (B)(4) a solution administration set in which an air column formed in the tubing at the end of the administration. According to the report, at the end of the administration of g5% contained in a 1 liter soft plastic vial, when the chamber was empty, a 20cm air column started below the chamber. It was stated that the air vent cap was in a closed position. The set was disconnected, primed, then reconnected to the patient in order to continue the therapy with another g5% plastic vial. The condition occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available. There is no clinical consequences reported for the patient. The sample is available for analysis. A patient is involved.

Manufacturer narrative:
(B)(4). The sample was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Two companion samples were received for evaluation. A visual inspection of the samples did not reveal any abnormalities. No further tests were performed since the set is functioning according to its designed characteristics. Based on the reported problem, it is to be stated that this set is not designed to stop the air if there is air inside the bottle unless the set contains an air stop filter. The code reported in this complaint does not have this feature; hence, it should not be expected to stop air when the bottle is empty. This set functioned as per its designed characteristics. A batch review could not be completed as the lot number was not provided by the customer. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.